Event description:
It was reported that the external pulse generator shut off, just stopped, and follow up determined that it did happen while connected to a patient. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken. Side bail covers are contaminated. Serial number label is torn. Interconnect flex is out of electrical specification.